Event description:
It was reported that in (B)(6) 2013, the catheter disconnected and patient had to have revision and it was replaced. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).